Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial channel of the pacemaker exhibited multiple noise episodes. No intervention or changes were reported. The patient remained in a stable condition.